Manufacturer narrative:
The event date listed on b3 is reflective of the time zone of the country of the event.

Event description:
A malfunction alarm identified as malf 9 was reported, with no notable events occurring prior to the issue. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Customer technical support provided information to reset the pump, and the caller successfully reset it with no recurrence of the malfunction. The customer continued to use the pump for insulin therapy.